Event description:
The user facility reports two events of reduction in tidal volume to the patients allegedly due to the catheter thumb valve remaining in the open position. The patient's were temporarily hypoxic but no long term compromise resulted. The problem occurred after the first 24 hours use of the catheters.